Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many sutures that needles pop off issue during this single procedure? Approximately 8-10 sutures malfunctioned. Please clarify when the event occurs (pre-op, intra-op, post-op) the event occurred intra operatively 10/23/23 and 10/25/23. Please clarify if all the devices are from the same lot number. All the devices were lot # thmemd. Any patient consequences? No harm came to the patients. Status of product return. The actual sutures had been tossed in the sharps container. I have the outer packages from 2 of the sutures. The rest had already been thrown out before it was brought to my attention. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "the event occurred intra operatively 10/23/23 and 10/25/23." Can you please confirm that the needle pull off issue occurred during one single procedure? Was there a second procedure involving with the same patient? Please clarify, since two events dates were reported. Events reported via: 2210968-2023-09405, 2210968-2023-09396, 2210968-2023-09397, 2210968-2023-09398, 2210968-2023-09399, 2210968-2023-09400, 2210968-2023-09401, 2210968-2023-09402, 2210968-2023-09404.

Event description:
It was reported that a patient underwent an unknown surgery in 2023 and suture was used. During the procedure, it was reported by the distributor that the needles kept popping off the suture. Devices are available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2023. Additional information: h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-09405, 2210968-2023-09396, 2210968-2023-09397, 2210968-2023-09398, 2210968-2023-09399, 2210968-2023-09400, 2210968-2023-09401, 2210968-2023-09402, 2210968-2023-09403, 2210968-2023-09404.